Event description:
A consumer reported her doctor diagnosed her with negative dysphotopsia following intraocular lens (iol) implant surgery. She stated her vision is dark on one side during the say and she does not see at all at night. In a follow-up phone call, the consumer reported her doctor is testing her for glaucoma and her vision could be clearer than it is. The consumer did not provide surgeon contact info; therefore, follow-up could not be conducted.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. The consumer did not provide surgeon contact info; therefore, follow-up could not be conducted. (B)(4).